Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted should the manufacturer evaluate the device.